Event description:
Patient booked for hip revision surgery (planned surgery). Surgeon planned for a replacement of femoral head. Photos of explanted devices indicate a ceramic head, alumina insert and acetabular shell were revised.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision involving a trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: the shell was returned with the liner still inside. Damage is visible consistent with explantation damage. Bone ingrowth is visible on the shell. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation following a fall. The reason for revision of the shell was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that patient trauma contributed to the device failure as it was reported that the patient fell prior to the dislocation. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient booked for hip revision surgery (planned surgery). Surgeon planned for a replacement of femoral head. Photos of explanted devices indicate a ceramic head, alumina insert and acetabular shell were revised. Patient was revised due to dislocation after falling.